Manufacturer narrative:
Physio-control evaluated the device and observed proper operation. Also observed was a serial communications fault code logged into device error log on date of reported incident and a service notation logged into pt event record of the reported incident. The service rep cleared the fault codes and observed proper operation through functional and performance testing. The service rep upgraded device operating software.

Event description:
Paramedics responded to a pt, condition not reported. The pt was connected to the device for cardiac monitoring for transport to the hospital. During transport, the pt's condition deteriorated and external pacing with the device was initiated. When the ambulance arrived outside the hosp ER, the pt's ECG deteriorated to vfib and the device was used to deliver 2 shocks. The pt's rhythm did not convert and the device was again charged to 360 joules for 3rd shock when, according to the report, the device's service light illuminated, the charge was removed and the device would not operate properly. A backup defibrillator from the hosp ER was immediately called for and used, but the pt was not resuscitated. The report indicated that the pt's death was not caused or contributed to by the use of the device because the backup defibrillator was used without delay.